Event description:
It was reported that cgm displayed error message 42 while sensor g7 was in use. No information was provided regarding impact to customer¿s blood glucose level. Customer contacted support, received full instructions for pump reset, completed reset with guidance, and error message did not appear again after reset.